Event description:
Facility claims the table lowered on its own by approximately 4 inches. Pt was on table. No injuries were reported.

Manufacturer narrative:
The product is being return for further evaluation.